Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had impedance measurements >10000 ohms on their 0-7 lead (all contacts) and they could not feel stimulation with it. The cause of the high impedances was unknown. The rep was able to get coverage for the patient's lower back using the 8-15 lead and the issue was considered resolved. No further complications were reported.